Manufacturer narrative:
Visual findings of the unit revealed surface scratches and site stickers on exterior housing. Both dust covers underneath the battery slots have been damaged. Corrosion found in between enclosures, all enclosure screws, and the printed circuit board assembly indicating the unit was exposed to moisture. Evaluation of the unit found the unit has power with batteries but does not sound when nothing is connected due to moisture exposure. If the failsafe is not working, it may not alert the caregiver if a sensor is disconnected or not working and could contribute to a patient incident. Being that the unit is already more than seven years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit not sounding, and the likely cause of the event is abnormal use or normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacture file reference # (B)(4).

Event description:
Customer states that the alarm has no sound. He has tested it with new batteries & sensor pad. The lights will come on and the lights react to the sensor pad but still will not sound. The date the issue was discovered is unknown and no patient incident or injury was reported.